Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. However, according to the initial reporter, the surgeon believes the cause of the infection was due to inadequate vaginal disinfection by nursing staff. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted benign hysterectomy procedure, the patient experienced a post-operative vaginal infection. The infection was presented on post-operative day 10. The cause and severity of the post-operative complication are unknown. Also, it is unknown what medical intervention, if any, was administered due to the post-operative infection.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient experienced a post-operative vaginal infection. The infection was presented on post-operative day 10 and the patient reportedly had a hematoma on the vaginal vault. The surgeon believes the cause of the infection was due to inadequate vaginal disinfection by nursing staff. The patient's hospitalization was not prolonged due to the infection. The infection pathogen and symptoms are unknown.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. Intuitive surgical, inc. (Isi) received the following additional information about the reported event: the patient had a hematoma from the vaginal vault that was a few centimeters. The physician believe the infection was "probably from a smaller vaginal vault hematoma." According to the physician, the patient was administered antibiotic treatment due to an infection. There were no further complications, and the patient is reported to be doing well. Tests/investigations were conducted to identify the source of the infection, but the blood cultures were negative for bacteria. Per the surgeon, other surgeons at the site have encountered similar post-operative infections, the infections have not been limited to strictly da vinci-assisted surgical procedures, and the infections have also occurred with traditional laparoscopic procedures and/or open surgeries. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.